Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the head motor when it goes up shutters and then drifts back down.